Event description:
Could not put weight on left leg [weight bearing difficulty]. Trouble climbing stairs [mobility decreased]. Swelling in left knee [joint swelling]. Pain in left knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female pt, (B)(6). The pt had a history of osteoarthritis and previous synvisc treatment in the right knee in (B)(6)-(B)(6) 2007 and m(B)(6)-(B)(6) 2009. The pt received an injection of synvisc in the left knee on (B)(6) 2009. The pt reported swelling and pain in her left knee after she received synvisc. The pt reported that the left knee swelling was so severe that she could not see her knee cap. The pt could not put weight on her left leg for over 48 hours after she received synvisc. The pt stated that she took benadryl to relieve her left knee pain and swelling and noticed no improvement. The pt also reported, she had trouble climbing stairs after she received synvisc in the left knee. The pt reported that her physician determined, she had an allergic reaction to synvisc. She was prescribed cortisone oral medication and had an injection of euflexxa in her left knee on (B)(6) 2009. She reported that she was to have two more euflexxa injections in the left knee on (B)(6) 2009 and (B)(6) 2009. As of the date of receipt of this report, the pt's outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.